Manufacturer narrative:
The technician found the brake caster out of adjustment. The technician adjusted the brake caster to resolve the issue.

Event description:
The technician alleged the brake is not holding at the head end of the bed. No patient impact.